Manufacturer narrative:
The referenced of the patient's cva/ stroke, pump stoppage and low speed was reported under MFR# 2916596-2020-05350. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital with a large vessel cerebrovascular accident (cva). When the patient was put on the cable, the vad shut off. The patient was also being turned at the time. Log file submitted showed on (B)(6) 2020, 5 pump stops, and 8 low speed hazards occurred. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module. The submitted x-rays were unremarkable. The patient chose to stay on the ungrounded cable. Additional information reported that the possible cause of the events was likely due to short to shield. Pump stoppage on grounded line and treated with ungrounded cable and remaining on batteries without event. The patient¿s reported cerebrovascular accident (cva) appeared lvad in origin. The patient¿s international normalized ratio (inr) was sub therapeutic following a recent gastrointestinal bleeding (gi) admission and poor patient follow up. Pump shut off noted in log file at time of this event. The patient was discharged from hospital on (B)(6) 2020 to acute rehab with heparin-warfarin bridging. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that reported gastrointestinal bleeding (gi) was on (B)(6) 2020 with apc to jejunum times 1. Cerebrovascular accident (cva) onset was (B)(6) 2020. The plan of care is for the patient to be discharged home with no detectible deficit and is stable.

Manufacturer narrative:
Section b5 & h6: additional information.